Event description:
It was reported that following an MRI, patient experienced shocking sensation throughout entire body when therapy is turned on. As a result, surgical intervention may be undertaken to address the issue. The investigation was unable to determine the lead that associated with the issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6); batch: a000121398.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2025 wherein ipg was explanted and replaced. Shocking sensations have resolved. No intervention was undertaken on patients lead.

Manufacturer narrative:
No intervention was undertaken on patients leads. Ipg was explanted and replaced and that resolved the issue.